Manufacturer narrative:
(B)(4). Date sent 10/28/2025 d4 batch # photo and video analysis: this is an analysis of photos and a video submitted for evaluation. During the visual analysis, the following was observed: the photos shows tissue with one staple line with the buttressing and some surgical instrument. The video shows the device inserted on the patient, the anvil is closed with a blue reload loaded and tissue between the jaws, at mark 00:16 the jaws were open and one staple line with the buttressing were observed in the tissue, some bleeding is noted in patients tissue. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 9/30/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: as seen in the images, leakage occurred as the lower part of the staple line separated(which is the part that slr applied). Professor believes this was due to a product issue rather than surgical technique, as the staple length and margin were performed in the same way as usual. Because the pancreas was attached to the stump, greater force was applied, which likely caused the tissue to tear when the slr staple line did not form properly. The patient went into arrest, was resuscitated, and underwent a reoperation. On the morning of the (B)(6), due to worsening condition, a second reoperation was performed. During this procedure, gastric fluid leakage was identified from the duodenal stump. The patient is currently in critical condition. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon change the cartridge selection based on the inclusion of the slr? Any malformed staples identified throughout the care of the patient? Why did the surgeon believe that the postoperative pancreatic leak was caused or contributed from the use of the slr? Did the surgeon change the cartridge selection based on the inclusion of the slr? Were there any malformed staples identified throughout the care of the patient? Why did the surgeon believe that the postoperative pancreatic leak was caused or contributed from the use of the slr? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk surgery, a demonstration was performed using the slr product (ech60s with blue cartridge), leaving a duodenal stump of a length similar to routine cases. No abnormal findings were observed intraoperatively, and it was confirmed that the staple line was well formed. However, the professor later reported that the patient developed a complication. As seen in the photo, leakage occurred due to partial dehiscence of the staple line at the lower aspect of the closure. The professor considered this to be more related to the product than to the surgical technique. The rationale was that both the stump length and margin were comparable to usual practice, and in the setting where the pancreas was adherent to the stump, the staple line with slr applied did not hold as well as when slr was not applied, leading to separation under tension. The patient experienced an arrest situation and underwent the first reoperation, followed by a second reoperation due to deterioration. During the second reoperation, pancreatic juice leakage was identified from the duodenal stump site. The patient is currently in critical condition.